Manufacturer narrative:
(B)(4). (B)(6) evaluated the customer's device and verified the reported issue. (B)(6) replaced the power pcb assembly, which resolved the issue. (B)(6) completed other unrelated repairs and observed proper device operation through functional and performance testing. The device was returned to the customer for use. (B)(6) further evaluated the removed power pcb assembly and found that diode, designator cr20, was electrically shorted and caused the device to be unable to power on.

Event description:
The customer contacted (B)(6) to report that the lower half of the display on their device was blank. There was no patient use associated with the reported issue. Upon evaluation of the customer's device, (B)(6) observed that the device will not power on with ac or dc power.